Event description:
Reference number (B)(4). Event occurred in hong kong it was reported that the patient faced an event of diabetic ketoacidosis on 17-sep-2024. Blood glucose level was high at the time of the event. Patient was hospitalized. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.